Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements. Also, the patient experienced diaphragmatic stimulation. The lead was surgically abandoned. No additional adverse patient effects were reported.